Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the device was explanted and replaced due to eri (elective replacement indicator). It was further reported that the device reached eri in less than 5 years. No patient complications have been reported as a result of this event.